Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change and meal announcement, the user experienced rising blood glucose with a peak of 371 mg/dl, and a subsequent system check showed no visible insulin leak but required more than 7 units during a ¿fill tubing only¿ before insulin appeared at the tubing tip, indicating the tubing was not adequately primed; prior episodes included a leaking infusion site and persistent hyperglycemia that prompted a temporary disconnection and manual correction per healthcare guidance before resuming therapy. Symptoms included hyperglycemia without ketosis or acute complications. Outcomes included device-directed troubleshooting, temporary use of backup manual injection per healthcare guidance, and resumption of automated therapy without hospitalization or medical intervention beyond routine guidance. Investigation included review of user reports, system checks for leaks, infusion site change, and tubing priming verification. Investigation of this case revealed an underfilled infusion set tubing and prior leaking infusion site consistent with delivery interruption due to inadequate priming and site integrity issues, with no device alerts beyond high glucose notifications and no hardware malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to incomplete tubing fill, with overall cause of the hyperglycemia considered unclear due to multiple contributing factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.